Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. It was determined after sub assembly replacement troubleshooting that the high voltage tank was the cause of the problem. The tank was replaced. The system was tested repeatedly at high technique and found to be working as intended. The system was placed back into service.

Event description:
It was reported that the system 9800 displayed intermittent ma sensor failures creating delay. There was no adverse pt involvement reported. There was no pt information reported.